Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the percuflex plus stent comes with the guide wire when it is being pulled back to position the stent in the ureter. The process was repeated with the same stent three times with no success. The procedure was completed using another percuflex plus stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; stent ripped/torn.

Manufacturer narrative:
Investigation results: stent torn. A visual assessment was performed on the returned percuflex plus ureteral stent and it was found that the stent was accordion, suture hole was torn, and its suture was received located in the renal pigtail with a knot different to the knot performed during the manufacturing process. A mandrel 0.038 inches was inserted through the stent and it passed properly without resistance. It is most likely that due to anatomical and/or procedural factors encountered during the procedure that limited the performances of the device, the most probable root cause is "operational context". The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.